Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon used the device to ligate the cystic artery. One jaw broke and fell into the abdomen cavity. Another device was used to complete the case. There was no consequence to the pt.